Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was high due to a bent cannula on (B)(6) 2016. Customer's blood glucose was over 600 mg/dl at the time of the incident. Customer's current blood glucose is 155 mg/dl. Customer stated that she bolused with the pump and then used a syringe. Customer reported that she has not contacted her health care provider regarding her high blood glucose. Customer stated that her last infusion set change was on (B)(6) 2016. Customer did not need to troubleshoot the pump. Customer was sure that the bent cannula caused the high blood glucose.